Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was unable to perform displacement test due to button keypad anomaly. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a button error alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's mother stated that the high blood glucose was treated with the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.